Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was evaluated and passed the rite (return instrument test/evaluation) functional test and the rite electrical test. The iipv was identified during review of the patient therapy logs. There was no allegation reported against the baxter product by the customer. Based on the information obtained during baxter's investigation, the root cause of the issue was due to insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During initial assessment of a returned homechoice (hc) machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2010 at 02:50:24 with drain volume of 3323 ml during cycle 3. There was no patient injury or medical intervention reported. On (B)(6) 2011, baxter was notified this patient was transferred to hemodialysis and no longer performing therapy with the hc.